Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD; 5076-45 lead, implanted:(B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected diaphragmatic stimulation and confirmed phrenic nerve stimulation caused by the left ventricular (lv) lead. Patient reported feeling ¿jerking¿ of the chest and abdomen. It was noted that a chest x-ray was performed, and the results showed the lv lead, right atrial (ra) lead, and right ventricular (rv) lead had dislodged. The chest x-ray also showed the cardiac resynchronization therapy defibrillator (crt-d) had migrated. A crt-d system modification was done, and the device and leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.